Event description:
It was reported that the patient experienced syncope in a nonclinical environment. Technical services was contacted and determined that issue was due to the implantable cardioverter defibrillator (ICD) was sensing noise. The ICD was reprogrammed, and the patient was stable post programming changes.